Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. Customer alleged discrepant results with two patient samples using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system. The alleged samples initially generated a sars-cov-2 positive result with the cobas® liat®. The same samples were retested on multiple different platforms (magna pure 96, pcr tib lightmix kit mut analysis, malstroem instrument, and in-house pcr method) and yielded a sars-cov-2 negative result. The results were reported to the patients and or/ medical personnel treating the patients. No harm or injury occurred in relation to the event. The investigation is ongoing and results are not yet available. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Facility name is truncated due to character limit. Facility full name: (B)(6). (B)(4).

Manufacturer narrative:
Due to the nature of the reactivity of the patient sample on the liat, customer was requested to assure on whether the samples were mixed up during retesting, but could not confirmed. For both alleged samples, a strong amplification can be observed for the sars-cov-2 target. There are no indications of a system-related issue. Analysis of the data did not show any potential false-positive results. A possible cause could have been that the customer might have mixed the samples during the retest. Another factor could be that the customer used a 2ml media that is off-label, note that inadequate or inappropriate sample collection may yield incorrect or invalid test results. (B)(4).